Manufacturer narrative:
Evaluation summary: the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching /overstress, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 1388tc ra lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that during implant, the right ventricular (rv) lead coil appeared damaged just as it was entering the sheath. The physician removed the lead and replaced it. This lead was not used. No patient complications have been reported as a result of this event.